Event description:
It was reported stimulation is located on the right side and abdomen for all contacts but is not uncomfortable. The pt's pain pattern is right leg. It was later reported on (B)(6) 2013 stimulation is radiating from the rib cage and the pain is sharp as if the device is on high but it is not turned on. The lead site pain feels like the spine is twisting when stimulation is turned on. The pain has gotten progressively worse since the patient experienced a fall the weekend of (B)(6) 2013. The pt was hospitalized but the reason is unk. Surgical intervention regarding the lead may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.